Manufacturer narrative:
Updated fields - b4, d9, e1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field-d5, e2, e3, g2. Getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) would autofill when tested with a known good catheter and trainer without issue. However, diastolic augmentation would systemically decrease, eventually flattening out. The unit would commence pumping again, repeating the pattern which ultimately resulted in a gas gain alarm. There was no patient involvement. The fse that encountered the issue replaced the pneumatic module assembly (0997-00-1178). The fse completed the pm. The unit was calibrated and passed all functional and safety tests per factory specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assembly serial number (B)(6) with a reported unit failure of diastolic augmentation decreasing in amplitude. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic module assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pneumatic module assembly to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Performed an all manifold test. The pneumatic module passed all testing. The fat dept. Proceeded to perform an autofill to allow the cardiosave to pump. The cardiosave pumped for 2.5 hours. The fat dept. Only observed a decrease in the amplitude of the augmentation waveform when the unit performed a replenishment autofill. This is done every two hours. This is normal operation for the augmented waveform to drop in amplitude only for a very short time. The fat dept. Could not replicate the complaint of a decrease in the augmented waveform. The pneumatic module passed testing. Retaining the pneumatic module in the fat dept. Per procedure number (B)(4) rev. The most probable root cause is component reliability or fatigue.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) unit had gas gain alarm. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure issue with gas gain alarm. There was no patient involvement reported.